Manufacturer narrative:
The x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Leaflet 1 had a non-transmural tear of 3mm at the free margin near commissure 1 and a torn section of approximately 1mm x 2mm near commissure 2. Leaflet 2 had a 6mm tear near commissure 2, with a torn section of approximately 2mm x 3mm near the tear. Both torn fragments were not returned. Leaflet 2 also had a 12mm tear near commissure 3. Leaflet 3 had a 5mm non-transmural tear at the outflow aspect near commissure 3, and a 6mm tear near commissure 1. Two non-transmural tears were also observed at the inflow aspect; 5mm on the cusp of leaflet 2 and 3mm on the cusp of leaflet 3. Calcification was evident near all the tears. Customer report of calcification was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification host tissue/pannus is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. .

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted approximately twelve (12) years, was explanted due to aortic regurgitation secondary to calcification and structural valve deterioration. This valve was originally implanted for aortic valve replacement to treat native bicuspid valve when the patient was (B)(6). The patient had been receiving dialysis treatment, however, kidney transplantation was performed approximately 9 years post implant and dialysis treatment was finished. The device was explanted and replaced with 25 mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. At explant, the leaflet, corresponds to non-coronary cusp, was prolapsed and the valve was severely calcified. The valve was returned for evaluation. The patient status was reported as ¿under treatment¿ at a general ward of the hospital.